Event description:
A 22m x 13mm diameter x 16.5 length aneurx bifurcated stent graft was implanted for the endovascular treatment of an abdominal aortic aneurysm in 2000. It is reported that the stent graft "was loaded backwards and it was impossible to remove the runners without a lot of friction." The physician stopped deployment and wired the contra-lateral limb to provide more stability and support to the stent graft. Subsequently, the physician was able to retract the runners and remove the stent graft delivery system successfully. After the delivery system was removed it was noted that the graft was pulled down therefore, a proximal aortic cuff was placed. It was reported that there was moderate vessel tortuosity. X-rays and imaging are not available for review; therefore, the co cannot assess the position of the device versus the complaint. Limited info is available; therefore, it is not possible to determine the cause of the complaint. The pt was reported to be fine post procedure and there was no additional adverse clinical sequelae reported relative to this event. The returned goods investigation revealed that there was no damage to the delivery system and the product was within specification.